Manufacturer narrative:
Concomitant medical products: dtba2d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to oversensing and a confirm fracture of the right ventricular lead resulting in ventricular fibrillation (vf). It was noted that the rv lead had a high sensing integrity counter (sic) and high pacing impedance measurements. The lead was capped and replaced. No further patient complications have been reported as a result of this event.